Event description:
On (B)(6) 2009, a spontaneous report was received from a nurse regarding a (B)(6) female patient who received an injection of restylane (cross-linked hyaluronic acid dermal filler) on (B)(6) 2009 to the nasolabial folds. On (B)(6) 2009, additional information was received and the case was reassessed as serious. Medical history included a prior injection of restylane on (B)(6) 2009 (0.4 ml to the glabella) and no known allergies. Concomitant medications were not reported. Pre-procedure medications included topical "betacaine la" (reported as containing "betacaine,' lidocaine, and phenylephrine). Additional procedures performed at the time of the injection included an injection of botox (botulinum toxin type a), 6 units to the corrugator and 2 units above her left brow. On (B)(6) 2009, after the injection the patient developed blanching of her nasolabial folds and mild swelling above her upper lip. The patient called the nurse injector later in the evening of (B)(6) 2009 to report her right nasolabial fold looked blotchy. The patient reported taking benadryl (diphenhydramine hydrochloride). On (B)(6) 2009. The patient was seen by the nurse, who found red and white blotchiness from below the patient's right eye to her cheek, affecting the right side of the nose and nasolabial fold. The patient had redness all over her cheek resembling a "port wine stain". The patient exhibited good capillary refill, and the nurse initially believed the events to be the result of an infection. Treatment included hyaluronidase, aspirin (acetylsalicylic acid), and nitro-bid (nitroglycerin ointment usp, 2%) because it "seemed to be a vascular occlusion" in the right alar wedge. The patient received daily hyperbaric treatments from (B)(6) 2009 through (B)(6) 2009 (5 treatments total), and events improved upon each treatment. Sometime between (B)(6) 2009, the patient developed discomfort and pain with red pustules on and around her nose, and under her right eye. An infectious disease physician believed that due to the proximity to the patient's nose, the infection was most likely a (B)(6) infection, potentially (B)(6). The pustules were cultured and the patient was treated with rifampin twice daily, acyclovir, topical clindamycin, and warm compresses. The patient was advised to apply vaseline to the lesion on the right nasal tip. The red pustules were drying up and symptoms were improving daily. In a follow-up report on (B)(6) 2009, the culture results were positive for (B)(6). The pustules and resolved and redness was fading. There was a 1 millimeter (mm) scab on the right side of her nose and there was no necrosis.

Manufacturer narrative:
The patient continued treatment with rifampin, clindamycin, and warm compresses. The nurse state she was unsure if there was "occlusion or if symptoms were due to pressure". The lot number and expiration date were 9556 and 01/2011, respectively. Add'l PMA/510(k) # p020023.